Event description:
At the (B)(6), I was required to have a hearing test as part of intake protocol for the clinic even though I had a current hearing test from another facility (within 5 months). I came to the clinic with moderate tinnitus in the left ear and mild/faint tinnitus in the right ear. Additionally, I have pain hyperacusis. I was at the clinic for advice on hyperacusis. I was told that we would consult after the hearing test. I consented to the pure tone audiometry because I knew that test uses low decibels. I declined the dpoe test due to the high frequencies used in the test. I stated, due to my hyperacusis, I will only do tests without loud sounds. After the pure tone test, the audiologist explained that the next test would not harm my hearing but did not state what the test entailed. He started the speech audiometry test in my right ear and I said, no that is way to loud. He said it was only at 70 db and that he was trying to follow protocol. I said I am only comfortable with sounds below 60 db. He continued the test at the lower volume. The next day, I had pain in my right ear that radiated down my jawline and tinnitus that increased in volume over 3 days to be extremely loud sounds of crickets and spring peepers. I know this is a different tinnitus because it is a completely different frequency, and I can still hear the old tinnitus along with it. I complained to the clinic but was told that hearing tests don't cause tinnitus. My experience contradicts this statement as do other accounts on online forums. Patients and audiologists should know that there is a risk involved in these tests, so that audiologists can inform their patients and patients can make a personal decision to give consent for testing.